Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and an enlarged atrium. A steerable guide catheter (sgc) was inserted; however, air was observed to be entering into the hemostasis valve. Therefore, the sgc was removed and replaced. The procedure was continued with a new sgc, and two clips were successfully implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.